Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the spine clamp was reported to be damaged after sterilization. It was noted that the damage was to a spike on the clamp, preventing it from being affixed to a patient later on and could not be used. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Hardware analysis determined that one of the four claws had broken off of the clamp. If information is provided in the future, a supplemental report will be issued.